Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return of suspect articulating arm requested. Replacement articulating arm shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis as the suspect articulating arm discarded by the site.

Event description:
A site physician reported a site navigation system articulating arm that would not tighten properly, it has slack. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.